Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgment and migration occurred. Vascular access was obtained via the brachial artery. The 95% stenosed, concentric shaped, 12mm in length, de novo target lesion was located in the non-tortuous and non-calcified, 6mm in diameter inferior mesenteric artery. The lesion was not pre-dilated. A 0.018 thruway guide wire and a mach1 guide catheter were selected and ¿jumped¿ to the lesion. This 7.0mmx19mmx150cm express¿ vascular sd was selected and was tracked with fluoroscopy during advancement. However, the stent released into the descending thoracic aorta and migrated into the deep femoral artery. An attempt was made to retrieve the stent, which was unsuccessful. It was noted that the stent did not compromise the flow of this artery. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).